Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure they experienced difficulty inducting the patient. Boston scientific technical services (ts) was consulted and discussed that telemetry may be a factor, thus the command to induce was not getting through to the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts suggested re-interrogating the device. Once telemetry was initiated the patient was able to be induced and the s-ICD converted the rhythm appropriately. No adverse patient effects were reported.